Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and device breakage ('left coil broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced multiple sclerosis ("ms"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), insomnia ("hard time to sleep"), seizure ("seizure"), headache ("headaches") and weight loss poor ("weight loss poor") and was found to have weight increased ("weight gain on belly (looks pregnant)"). The patient was treated with surgery (essure removed by sugery). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, device breakage, insomnia, seizure, multiple sclerosis, weight increased and weight loss poor outcome was unknown. The reporter considered back pain, device breakage, headache, insomnia, multiple sclerosis, seizure, weight increased and weight loss poor to be related to essure. The following information was received from social media: back pain, seizure, headaches, ms, weight gain on belly, weight loss poor, back aches, left coil broke quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events back pain, seizure, headaches, ms, weight gain on belly, weight loss poor, back aches, left coil broke added. Case (B)(4) (legacy device report num 2951250-2019-12098) was identified as a follow-up of this case. All the information from deleted case has been transferred to this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and device breakage ('left coil broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and clotting disorder. In (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced multiple sclerosis ("ms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), insomnia ("hard time to sleep"), seizure ("seizure"), headache ("headaches/I get headaches from time to time still"), abnormal weight gain ("weight gain on belly (looks pregnant)/gain over 100 lbs swelling"), weight loss poor ("weight loss poor/I still have some tummy"), asthenia ("I lost my energy"), hypersomnia ("slept a lot, want to have a nap, forced myself to stay up"), simple partial seizures ("they thought I had simple partial epilepsy"), swelling ("swelling"), pelvic pain ("lots of pelvic pain") and coagulopathy ("blood clot disorder") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery (hysterectomy and hysterectomy, essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, device breakage, seizure, asthenia and simple partial seizures had resolved, the insomnia, multiple sclerosis, abnormal weight gain, weight loss poor, cervix carcinoma, swelling, pelvic pain and coagulopathy outcome was unknown, the headache had not resolved and the hypersomnia was resolving. The reporter considered abnormal weight gain, asthenia, back pain, cervix carcinoma, coagulopathy, device breakage, headache, hypersomnia, insomnia, multiple sclerosis, pelvic pain, seizure, simple partial seizures, swelling and weight loss poor to be related to essure. The following information was received from social media: lower back pain, seizure, headaches, ms, abnormal weight gain, weight loss poor, back aches, left coil broke, cervical cancer, loss of energy, sleep increased, partial epilepsy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new reporters added. Medical history added. Added new events: cervical cancer, asthenia, hypersomnia and partial epilepsy. Added event outcome for lower back pain and device breakage. And swelling added. 'Back pain' was re-coded to 'lower back pain'. On 23-mar-2020: fu4 and fu5 together. On 23-mar-2020: social media received: medical history added. Event coagulopathy added. On 23-mar-2020: no new information received. On 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am officially e free ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed by surgery). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.